Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 25 mmol/l at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were using the auto mode feature. Customer did not wish to continue troubleshooting. The insulin pump will not be returned for analysis.